Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high shock lead impedances out of range. Boston scientific technical services (ts) discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).